Event description:
Additional information received noting that the patient was seen in clinic on (B)(6) 2023 and when their device was checked, high impedance was observed. The patient also reported chest pain and has been referred for a full revision. No known relevant surgical intervention has occurred to date.

Event description:
The explanted lead was received but product analysis is still underway.

Event description:
Product analysis was completed on the returned lead. Note that since the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. During the visual analysis, both ring and pin coils were found to be broken near the electrode bifurcation area. The broken coil ends showed signs of a stress induced fracture. Continuity checks of the returned lead portion was performed during the functional analysis, and no other discontinuities were identified. The lead assembly has dried remnants of what appear to have once been body fluids inside outer and inner silicone tubes, in some areas; no obvious path of fluid ingress was noted other than the identified openings and cut ends. Other than the abraded openings and the broken coils, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
During a programming history database periodic review high impedance was observed for the patient. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent full revision surgery. The explanted products have not been received by product analysis to date.